Event description:
Dr. Was inserting catheter and the arterial catheter snapped at the cuff during the tunneling procedure. Another tray was opened to obtain a new catheter and the insertion was completed without incident.